Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a piece of the cleaning brush stuck in the channel of the colonovideoscope. The issue occurred during inspection for use and there was no patient involvement.